Event description:
A report from the field indicated that the valve was implanted in 12/96 in a 2 year old male pt presenting with congenital hydrocephalus. The valve was explanted in 12/97. No complications were reported.